Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 664660, 641434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. Concurrent conditions included uterine fibroids, hyperlipidemia, anemia and hypertension. Concomitant products included cyanocobalamin, glipizide, iron, multivitamins, plain, nsaids, ondansetron, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), pioglitazone, sertraline and simvastatin. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish/psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), fallopian tube spasm ("tubal spasms") and discomfort ("discomfort"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and dysmenorrhoea had resolved and the vaginal haemorrhage, depression, anxiety, fatigue, fallopian tube spasm and discomfort outcome was unknown. The reporter considered abdominal pain, anxiety, depression, discomfort, dysmenorrhoea, fallopian tube spasm, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2009:hysteroscopy with left unilateral essure placement. The rigid essure hysteroscope was placed into the endometrial cavity confirming the right-sided essure coil with approximately 10 to 11 turns of the coil noted within the uterine cavity, this met criteria for having less than 12 coils within the cavity and therefore; the right implant was not disturbed. The left fallopian tube was identified and the essure coil was placed without difficulty allowing three turns of the coil to be visible in the endometrial cavity. Date(s) of insertion: (B)(6) 2009 (discrepancy noted). She received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). She did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 641434 manufacture date: 2009-05 expiration date: 2012-05. Lot number: 664660 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 664660, 641434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, low grade fever and abdominal pain. Concurrent conditions included uterine fibroids, hyperlipidemia, anemia and hypertension. Concomitant products included glipizide for type 2 diabetes mellitus as well as cyanocobalamin, iron, multivitamins, plain, nsaids, ondansetron, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), pioglitazone, sertraline and simvastatin. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia/menorrhagia (heavy menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish/psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), fallopian tube spasm ("tubal spasms"), pelvic discomfort ("discomfort") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, heavy menstrual bleeding and dysmenorrhoea had resolved and the vaginal haemorrhage, depression, anxiety, fatigue, fallopian tube spasm, pelvic discomfort and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fallopian tube spasm, fatigue, heavy menstrual bleeding, pelvic discomfort, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2009:hysteroscopy with left unilateral essure placement. The rigid essure hysteroscope was placed into the endometrial cavity confirming the right-sided essure coil with approximately 10 to 11 turns of the coil noted within the uterine cavity, this met criteria for having less than 12 coils within the cavity and therefore; the right implant was not disturbed. The left fallopian tube was identified and the essure coil was placed without difficulty allowing three turns of the coil to be visible in the endometrial cavity. Date(s) of insertion: (B)(6) 2009 (discrepancy noted). She received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). She did not received treatment for psych injury. The right tube essure did not appear to be placed into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-apr-2021: medical record received : reporter information and rcc were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 664660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. Concurrent conditions included uterine fibroids, hyperlipidemia, anemia and uterine leiomyoma. Concomitant products included cyanocobalamin, glipizide, iron, multivitamins, plain, nsaids, ondansetron, oxycodone hydrochloride; paracetamol (percocet), paracetamol (acetaminophen) and simvastatin. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2009: hysteroscopy with left unilateral essure placement. The rigid essure hysteroscope was placed into the endometrial cavity confirming the right-sided essure coil with approximately 10 to 11 turns of the coil noted within the uterine cavity, this met criteria for having less than 12 coils within the cavity and therefore; the right implant was not disturbed. The left fallopian tube was identified and the essure coil was placed without difficulty allowing three turns of the coil to be visible in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 664660, 641434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. Concurrent conditions included uterine fibroids, hyperlipidemia, anemia and hypertension. Concomitant products included cyanocobalamin, glipizide, iron, multivitamins, plain, nsaids, ondansetron, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), pioglitazone, sertraline and simvastatin. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish/psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), fallopian tube spasm ("tubal spasms") and discomfort ("discomfort"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and dysmenorrhoea had resolved and the vaginal haemorrhage, depression, anxiety, fatigue, fallopian tube spasm and discomfort outcome was unknown. The reporter considered abdominal pain, anxiety, depression, discomfort, dysmenorrhoea, fallopian tube spasm, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2009: hysteroscopy with left unilateral essure placement. The rigid essure hysteroscope was placed into the endometrial cavity confirming the right-sided essure coil with approximately 10 to 11 turns of the coil noted within the uterine cavity, this met criteria for having less than 12 coils within the cavity and therefore; the right implant was not disturbed. The left fallopian tube was identified and the essure coil was placed without difficulty allowing three turns of the coil to be visible in the endometrial cavity, date(s) of insertion: (B)(6) 2009 (discrepancy noted). She received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). She did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2019: pfs received. Lot number added. New event: fatigue, fallopian tube spasm, discomfort added. Concomitant condition and drugs added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 664660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. Concurrent conditions included uterine fibroids, hyperlipidemia and anemia. Concomitant products included cyanocobalamin, glipizide, iron, multivitamins, plain, nsaids, ondansetron, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and simvastatin. In june 2008, the patient had essure inserted. In june 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding"). In july 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish/psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and dysmenorrhoea had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2009:hysteroscopy with left unilateral essure placement. The rigid essure hysteroscope was placed into the endometrial cavity confirming the right-sided essure coil with approximately 10 to 11 turns of the coil noted within the uterine cavity, this met criteria for having less than 12 coils within the cavity and therefore; the right implant was not disturbed. The left fallopian tube was identified and the essure coil was placed without difficulty allowing three turns of the coil to be visible in the endometrial cavity, date(s) of insertion: (B)(6) 2009 (discrepancy noted) she received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). She did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 15-feb-2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: events dysmenorrhea (cramping) added. Events outcome updated for pelvic/ abdominal pain menorrhagia (heavy menstrual bleeding). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 664660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. Concurrent conditions included uterine fibroids, hyperlipidemia, anemia and uterine leiomyoma. Concomitant products included cyanocobalamin, glipizide, iron, multivitamins, plain, nsaids, ondansetron, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen) and simvastatin. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2009:hysteroscopy with left unilateral essure placement. The rigid essure hysteroscope was placed into the endometrial cavity confirming the right-sided essure coil with approximately 10 to 11 turns of the coil noted within the uterine cavity, this met criteria for having less than 12 coils within the cavity and therefore; the right implant was not disturbed. The left fallopian tube was identified and the essure coil was placed without difficulty allowing three turns of the coil to be visible in the endometrial cavity, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs received. Lot number and lab data added. Concomitant medication and condition added. Events : abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, mental anguish, abdominal pain were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 664660, 641434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis. Concurrent conditions included uterine fibroids, hyperlipidemia, anemia and hypertension. Concomitant products included cyanocobalamin, glipizide, iron, multivitamins, plain, nsaids, ondansetron, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), pioglitazone, sertraline and simvastatin. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("mental anguish/psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), fallopian tube spasm ("tubal spasms"), discomfort ("discomfort") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy (full),). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and dysmenorrhoea had resolved and the vaginal haemorrhage, depression, anxiety, fatigue, fallopian tube spasm, discomfort and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, discomfort, dysmenorrhoea, fallopian tube spasm, fatigue, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2009: hysteroscopy with left unilateral essure placement. The rigid essure hysteroscope was placed into the endometrial cavity confirming the right-sided essure coil with approximately 10 to 11 turns of the coil noted within the uterine cavity, this met criteria for having less than 12 coils within the cavity and therefore; the right implant was not disturbed. The left fallopian tube was identified and the essure coil was placed without difficulty allowing three turns of the coil to be visible in the endometrial cavity, date(s) of insertion: (B)(6) 2009 (discrepancy noted). She received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). She did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Lot number: 641434 manufacture date: 2009-05 expiration date: 2012-05. Lot number: 664660 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: new event added- post procedural complication. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.